Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section showed a slight wear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering of the screen was caused by a component failure of the universal cord, and the light guide bundle of the insertion section showed a slight wear was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic's screen flickered at maintenance. There were no reports of patient involvement.